Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector on the ilet infusion set broke during a cartridge and infusion set change, and the user removed the cartridge and broken connector with pliers; the blood glucose was not impacted, the pump did not generate alerts or alarms, and replacement connectors were provided. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included review of the reported event and product replacement. Investigation of this case revealed that the pump continued to function without alarms and the user successfully replaced the cartridge and infusion set. It was concluded that the event involved a broken connector without clinical impact and with continued device function.